Manufacturer narrative:
This is one event for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the patient experienced a stroke in the right frontal lobe. It was reported that the patient experienced cognitive impairment from the cerebral event and subsequently underwent evaluation and treatment. It was alleged that the injuries occurred due to exposure of naturalyte and/or granuflo administered during dialysis treatment.